Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip broke off the eccentric sleeve guide when screwing the glenosphere implant. The tip was left in the patient.

Manufacturer narrative:
The reported broken tip was confirmed; however, the reported piece left in patient was not confirmed. Requests for additional investigational inputs were made in accordance with (B)(4). Appendix a. Requests were made for all x-rays relevant to the reported event and implant insertion op notes relevant to the reported event for example. No information was provided. The end tip has been changed in order to increase the strength of the component, implemented on (B)(6) 2008 (B)(4). The current complaint sample was manufactured prior to the change. Based on the investigation, the need for further corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.